Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation. However, the investigation is inconclusive for tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter experienced perforation and tilt. The information was received from a one source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6). Weight of the patient was not provided.